Event description:
It was reported the patient was in for a pump replacement surgery due to normal battery depletion and the healthcare provider noticed the catheter had been cut and was fractured. It was also reported the connector was connected to the pump and there was about five centimeters (cm) worth of catheter, but the other portion was not found. It was noted they were going to take an x-ray to determine where the rest of the catheter was. It was further reported it appeared that the catheter had been broken for quite some time because ¿it's buried in the fascia.¿ the pump was being used to deliver baclofen. Additional information received reported a new catheter was placed and the old catheter was removed. Patient symptoms were not reported with the event.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).